Event description:
Reporter called to submit a report about the malfunction on her hospital bed she got from drive medical. She said when she presses the button, only the head part goes up not the entire bed as intended.